Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety. Device will not be returned.

Event description:
The customer reported that the device, 160656, was being used during an unknown procedure on (B)(6) 2021 when it was reported ¿the instrument was inserted in the trocar with the cap on and when it was pulled out the cap was not on, the cap was in the patient the surgeon retrieved this, there was a 10 to 15 min surgical delay.¿ there was no report of injury, medical intervention, or hospitalization for the user. The component was reported as having been retrieved from the patient. Further assessment questions were sent to the reporter; however, no further information has been received to date. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not being returned and no photograph evidence was provided. Therefore, the reported failure could not be verified. The manufacturing documents from the device history record could not be reviewed because the lot number is unknown. The lot history review could not be conducted because the lot number is unknown. A two-year review of complaint history revealed there has been a total of two complaints, regarding two devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to remove tip protector from end of probe prior to use. Inspect the probe for any damage. Do not use if you suspect any damage is present. Notify the manufacturer immediately. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, 160656, was being used during an unknown procedure on (B)(6) 2021 when it was reported ¿the instrument was inserted in the trocar with the cap on and when it was pulled out the cap was not on, the cap was in the patient the surgeon retrieved this, there was a 10 to 15 min surgical delay.¿ there was no report of injury, medical intervention, or hospitalization for the user. The component was reported as having been retrieved from the patient. Further assessment questions were sent to the reporter; however, no further information has been received to date. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.